Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to the previous reservoir migrated to the patient's scrotum. The reservoir was removed and replaced for a new one. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The patient presented a bulging in the abdomen. There is no more information available from the physician or the sales representative.